Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that his wife had high blood glucose level and was hospitalized due to hip fracture on (B)(6) 2019 and insulin pump had motor error alarm. Blood glucose level of the customer when admitted to the hospital was 369 mg/dl and blood glucose level at the time of the incident was 469 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting for the high blood glucose level as well as for the motor error alarm. The customer stated that the drive support cap was protruded. The customer¿s other relevant blood glucose level was 460 mg/dl. The insulin pump will be returned for the analysis.